Event description:
A healthcare professional reported that during surgery, upon insertion of the lens, the lens cracked, he then slowly removed the lens from the eye, as it had not been implanted at this time. The surgeon removed the cracked lens from the sterile field and a new company lens with the same diopter was implanted successfully. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).